Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that his onetouch verioiq meter display an error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error message ¿strip problem or check is problem¿ appeared, ¿4-5 days¿ prior to contacting lfs. The patient manages his diabetes with insulin (self-adjuster) and denied taking any action in response to his regular diabetes management regimen as a result of the issue with the subject meter. The patient reported ¿one hour¿ after the alleged error message appeared, developing symptoms of ¿tired, heat coming up the leg¿, but denied receiving any medical interventions for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time and there had been no misuse of the product. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.